Event description:
It was reported that the monitor on the 9600 sys would not power up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.